Event description:
"(B)(6) was entered related to a concern for an IV pump delivering a regular insulin infusion for an (B)(6) patient. There was concern for blood sugars/labs that were not improving by [redacted date] am shift despite the patient being on high doses of insulin (upwards of 25-30 units per hour) and the team was working to troubleshoot IV patency, IV tubing, insulin medication bag and IV pump. After much troubleshooting by the team, the cso rn identified a kink in the IV tubing without an IV alarm at any point. Resolution of the kink resulted in the patient¿s blood sugars decreasing immediately (patient had also been given sq insulin as well prior to identification of the kink). [Redacted name] is going to pick up the pump from me today so [redacted names] can share the logs. [Redacted names] will get more information from the cso rn related to troubleshooting, crosscheck of drops dripping and other insight in order to determine whether there was a gap or not. The patient did need a short time on a bicarb drip and potassium repletion with stabilization of blood sugars due to the teams diligence to determine the cause of the patient not improving. Once we have both pieces, pump logs and rn insight, we can work to put together the pieces. I¿ve attached a chart review with timeline. Once we have the logs, I may also need to go back to the overnight rn for insight. From (B)(6) earlier in the day we check the IV and the tubing for insulin, IV line were working and there was insulin flow, but upon further evaluation of the insulin pump and tubing, his excellent nurse ([redacted name]) discovered that the insulin line was slightly kinked at the door of the pump, it wasn't kinked enough to stop all the flow or cause an alarm, but it was probably obstructed enough to cause much lower insulin dosing. After the obstruction was resolved, insulin flow was noted to improve considerably and finally blood glucose went down to 170, discontinued bicarb drip. Switched lr to d5 lr at 125 ml/hr. Abg showed improved ph from 7.22 to 7.28. Will check bmp and vng q6 currently. Continue hourly glucocheck. Electronically signed: [redacted name], md (of note: tubing was kinked at bottom of door of pump) [redacted name] rn ce notes in email [redacted name] on [redacted date] "there were several upstream occlusion alarms overnight. If there was an unresolved kink and the alarm was cleared, that would¿ve reset the sensor and taken longer for the next alarm. Times: 5:46pm (22:46 utc in logs) ¿ cleared at 5:49pm 5:54pm (22:54 utc) ¿ cleared at 5:56pm 6:00pm (23:00 utc) ¿ cleared at 6:01pm 10:14pm (03:14 utc) ¿ cleared at 10:15pm we can check with the day rn on [redacted date] (for the 5:45, 5:54 and 6pm alarms) and the night rn on [redacted date] (for the 10:14pm alarm) to crosscheck their actions to address the alarm and ensure drops were dripping after the alarm was cleared."